Event description:
Surgeon noted that needle broke inside patient. Both sides of needle retrieved. Endostitch suturing device: ref 173016, lot j3k3712ey, exp 09/30/2028 stitch: surgidac 0 es-9: ref 173024, lot j1m0525y, exp 11/30/2026.